Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2017, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2019, follow-up imaging reportedly revealed a distal type I endoleak on the left side where the trunk-ipsilateral leg component had been placed. According to the report, calcification was present in the left common iliac artery prior to the procedure, which may have affected distal device apposition. The physician elected to monitor the endoleak. On an unknown date, aneurysm enlargement was noted (amount unknown). On (B)(6) 2020, a reintervention was performed whereby the left internal iliac artery was coil-embolized, and an additional stent graft was placed to treat the distal type I endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
H6: please see updates to method and results coding.